Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe stops halfway and alarms empty. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found all in good condition with no appearance of any physical damaged. There was evidence of the error recorded in the event history log. The reported issue was discovered during occlusion testing. The syringe near empty alarm is a medium or low priority alarm that occurs indicating the syringe will reach empty time in the near empty time - which is programed in the pharmguard toolbox, thus the pump operated as intended. No problem was found per the customer reported issue. The investigation concluded that no repair was needed. No root cause found as the device worked as intended. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. D4: model number: 3500.